Event description:
It was reported that an interlink IV catheter set with male adapter had a cracked extension set and leaked during infusion. It was stated that there was separation between the tubing and injection cap area. There was patient involvement, but no injury or medical intervention was reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified a leak coming from a cut on the tubing that was below the female luer. The cause of the cut could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.